Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that the gear pump pressure was low, and he replaced the gear pump head and solenoid valves. General reagent issues were excluded as the result believed to be correct was obtained with the same reagent, and qc and precision were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for approximately 53 samples from the cobas 8000 c702 module. Three examples were provided. Sample (B)(6) initial result was 5.8 mg/dl, and the repeat result was 3.19 mg/dl. Sample (B)(6) initial result was 4.4 mg/dl, and the repeat result was 2.68 mg/dl. Sample (B)(6) initial result was 6.2 mg/dl, and the repeat result was 3.99 mg/dl.